Manufacturer narrative:
(B)(4). Replacement product not sent to the customer at this time; the customer reported that they are no longer using the meter because the strips are expired and that they purchased another truetrack meter and now need supplies. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer reported their condition has improved and they have not had any medical intervention since the last call. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip.

Event description:
Consumer reported complaint for e-2 error; test strip error after samples applied to test strip. The customer refused to troubleshoot the meter. The customer reported symptoms of ringing in ears, unsteadiness, and dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Customer states that the strips are working fine and that he has had issues with his pharmacy because they are not carrying strips anymore. The test strip lot # not provided, however the customer did report that the test strips are past expiration date. Adverse event not reported.